Event description:
It was reported that the unspecified 10ml syringe had scale marking issues. "It was reported that syringes have scale marking issues, the photo shows syringes with blurred patchy scale markings".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified 10ml syringe had scale marking issues. "It was reported that syringes have scale marking issues, the photo shows syringes with blured patchy scale markings."

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was received for evaluation by our quality team. The pictures show 6 syringes with syringes markings that look worn or incomplete. Based on the limited investigation results, a cause for the reported incident could not be determined.